Manufacturer narrative:
Evaluation summary: it is assumed that the cause is that the water supply function cannot cleanly remove foreign matter adhering to the lens. Correction information: g4: premarket identification RMA/510(k). G6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec34-i10cl. In the event reported, it was stated that the image gets very dark with objects in foreground. The anomaly was discovered when the scope was delivered to the facility as a new purchase therefore no adverse event occurred for complaint. The device was returned to pentax for further evaluation on service order (B)(4) and its currently pending inspection. No other information provided with this complaint.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.